Event description:
Feeding tube inserted left nares on 8/9/93. Tip of feeding tube crossed over trachea over to left mainstream bronchus and coiled in left lung.*patient subsequently died. Litigation is ongoing.